Event description:
It was reported that the customer's insulin pump had a blank display and would not return due to an insulin leak. The customer's blood glucose was 327 mg/dl. The customer stated that there was an issue of a leaky reservoir. The customer stated that the insulin had spilled into the reservoir compartment and that the insulin pump was not functioning. Troubleshooting was done. The customer then received a motor error alarm while priming. The customer was still unable to use the insulin pump due to the blank display. The customer was unable to complete the rewind sequence. Advised customer to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No blank display anomaly noted, however moisture damage found on the electronics. The insulin pump has cracked case at the display window corners, battery tube threads, reservoir tube lip and display window.